Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the internal threads. The collar is fractured and flared out. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 62858621. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62858621) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv4b10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause for the event is patient parafunction over the course of 5 years.

Manufacturer narrative:
(B)(4). Patient's weight is unknown.

Event description:
It was reported that the implant fractured and had to be removed. It was not indicated if the patient will return for additional appointments. Tooth #19.